Event description:
It was reported that the cot was being unloaded from the back of the ambulance. As it was being removed, the back wheel tipped off the end of the ambulance. Reportedly the cot may have been at an angle. It was reported that the pt fell. There was reported pt involvement, however it is unk if there are any adverse consequences to report.